Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of the device returned for analysis, a conclusive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a right subclavian artery angioplasty and stenting procedure. Reportedly, the proglide device knot was advanced, but hemostasis was not achieved. Another proglide device was used and a cuff miss was noted. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.